Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data investigation completed on 05/07/2019 confirmed a loss of connection greater than an hour. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.